Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis. The patient was treated with injection vancomycin (50 milligram, frequency and route not reported) and amikacin (dose, frequency and route not reported) for the event. The outcome for the peritonitis event was not reported. Action taken with pd therapy was unknown. Additional information was requested but is not available. This is report 3 of 3 involved in this event.